Manufacturer narrative:
Product analysis: analysis was able to confirm the knob required repair. The upper case near the knob was damaged and the encoder was pushed inside the device case and the knob was missing. Analysis also noted that the lower case was damaged, the display flex was damaged, and the display wires were pinched without compromised insulation. All found defective parts were replaced and the firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular output knob on the external pulse generator (epg) was in need of repair. A request for output verification was also noted. The epg was returned for service. No patient complications have been reported as a result of this event.